Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed a stretch mark on the strain relief, hat the sheath was not fully opened and additional stretching after insertion of expansion tool. Imaging was provided and also revealed a stretch mark on the strain relief, liner stretched near distal strain relief and remaining liner unexpanded and tip unopened. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, during functional testing of the returned esheath+, the distal tip was torn radially near distal edge of liner. A previous investigation into this type of event is captured in an edwards lifesciences in a corrective and preventative action (CAPA). While a definitive root cause was unable to be determined, previous investigation indicated that this failure mode is characteristic of sheath tip tear events attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, the distal tip tear may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective action and preventive action (CAPA) was previously initiated to document investigation and assess associated risks for the issue, which captures process improvement activities regarding tip expansion that were identified during previous investigation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during prep of a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native position, the esheath+ would not expand properly while using the expansion tool. The 16fr dilator was inserted past the area where the expansion tool stopped, but the seam would not expand. There was no patient contact. A second esheath+ was prepped and used, and the valve was successfully implanted. During preliminary evaluation of the returned esheath+, it was discovered that while the 26mm commander delivery system was advanced through the esheath+, the "distal tip opened with partial radial tear that occurred below the radial score".